Manufacturer narrative:
E-z-em's medical director has reviewed the films provided by the customer & has determined the piece of metal to be very small & securely wedged in the bone. As such, no harm or adverse effects to the pt are expected. Eval of the returned sample by the mfg facility (angiomed) revealed that the tip of the needle broke off at the last turn of the thread. In order to determine the cause of the failure mechanical tests of ostycut needles were carried out in-house to determine the conditions & stresses under which the needles will break. The test showed that under normal conditions & when used according to the instructions in the instructions for use, the needles will withstand the normal stress they are subjected to without any problems. The needles will also survive bending of up to 50 degrees while inserted into the bone. The needles only broke when the tester tried to remove them from the bone with wide oscillating motions of the cannula. It is therefore believed that this is the reason for the breaking of the complaint sample. Review of the mfg records for the lots in question revealed the product to meet all specs prior to shipment. End user will be advised that they should not attempt to loosen the ostycut by oscillating movement of the cannula. Instead, the ostycut should be loosened & removed from the punctured bone area by simultaneously applying counterclockwise rotation & traction.

Event description:
The doctor was performing a biopsy of the spine using a left transpendicular approach (putting the needle though the pedicle of the spine & screwing clockwise). Upon reaching the mid-pedicle the doctor could not advance any further & had to quit the procedure. A post-biopsy scan was performed & the doctor noted that the needle tip had detached from the needle & was embedded within the pts bone. The doctor indicated that the tip appeared to be the distal 2 mm portion of the needle. The doctor also indicated that the tip was embedded deep within the bone (the posterior elements of the c4 vertebre) & therefore should cause no harm or adverse effect to the pt. This event has been filed under "adverse event" rather than "product problem" since this may not be related to a defect of the defect of the product- but rather to the amount of torque needed in doing the bone biopsy. This however, will be determined upon completion of the investigation. The doctor was unable to retrieve a biopsy sample from the target site. A sample, however, was retrieved from the pedicle of the spine.